Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was experiencing ineffective stimulation. X-ray imaging revealed that the l4 leads were fractured. Surgical intervention was undertaken on (B)(6) 2025 wherein only a portion of the left lead was able to be explanted, and a new lead was placed address the issue. Therapy was restored post procedure.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 1627487-2025-04462. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.